Event description:
Follow up information received reported that the patient met with their physician on (B)(6) 2011 and their concerns were resolved.

Manufacturer narrative:
(B)(4).

Event description:
The pt reported that her stimulations had been intermitted over the last few months. She indicated that she was getting "some stimulation" because she can still function through her day at home. She indicated that she knows that it's not completely working because she normally has the stimulation at 2.3v but has turned the stimulation up to 8v and she still didn't feel anything. The pt's condition was reported as fair. Add'l info has been requested, but was not available as of the date of this report. A f/u report will be sent if add'l info becomes available.